Manufacturer narrative:
Battery charger; battery pack 2006; battery pack 2005. Device eval summary: device evaluations of battery charger, battery packs have been completed. The reported problem was confirmed. The cause of the charger not correctly charging or communicating with the batteries was contaminants found in the contact terminals in the battery connector of the charger. The contaminants prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Battery packs passed all functional tests. No adverse event resulted from the damaged charger. The patient received replacement battery packs and charger.

Event description:
A male patient contacted lifecor customer support to report that the battery pack that had been in the charger overnight was only half full. When he placed the second battery pack in the charger, he received a "battery pack fault" led. Support sent the patient two replacement battery packs and a replacement battery charger.